Event description:
Reporter indicated a vns therapy patient has experienced an "increase in brief tonic seizures overnight." The patient's pre-vns seizure activity level is unk. The patient underwent generator replacement surgery due to normal end of service. Good faith attempts to obtain additional information have been unsuccessful to date.